Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient was found on the floor after a seizure by emergency medical service (ems). Upon receipt of the discharge paperwork, it was documented that on (B)(6) 2025, the patient was found on the floor by family foaming at the mouth with altered mental status. 911 was called and the patient was brought to the hospital via ambulance. The patient¿s blood sugar was 28 via finger stick in the ambulance. Emergency medical services (ems) administered 100ml of d10. The patient was last seen with normal status on (B)(6) 2025. The patient attempted to call 911 herself prior to being transported to the hospital. The patient arrived at the emergency room (ER) alert, awake, and oriented x3. The patient was experiencing weakness and was feeling cold. The patient was hypothermic. The patient denied nausea and there were no visual disturbances. The patient reported significant pain with pd treatment on (B)(6) 2025 which prevented her from completing treatment. She was not draining properly. The patient skipped treatments on (B)(6) 2025 due to the drain issues and weakness. The patient¿s nutritional intake was minimal which attributed to the weakness. The patient¿s last insulin injection was 2 days prior to hospital admission. The patient¿s vital signs were blood pressure 155/109, heart rate 70, respirations 20, and spo2 100%. The patient¿s pd catheter site appeared unkempt with a dirty dressing. It was noted that the patient¿s pd catheter has intermittent issues with being clogged and not draining appropriately. The patient was admitted to the hospital with suspected sepsis with a likely source of peritonitis and a differential diagnosis of urinary tract infection or pneumonia. The underwent an EKG which showed normal sinus rhythm with a prominent t wave qtc 489. The patient¿s calcium was low at 8.5 and the patient was administered calcium gluconate (unknown volume). A chest x-ray showed no evidence of acute cardiopulmonary abnormality. Pneumonia was ruled out. The patient¿s white blood cell count was 19.8 with 89% polymorphonuclear cells. The pd culture resulted positive for pasteurella (no species provided). The patient was confirmed to have peritonitis. Additionally, the patient was diagnosed with clostridium difficile (c-diff). The patient was initiated on antibiotics on (B)(6) 2025 with unasyn (route, dose, frequency, and duration not documented). The patient was prescribed oral vancomycin for the c-diff: 125mg capsule 2 caps every 6 hours for 14 days; then 1 cap 3 times per day for 7 days; then 1 cap 2 times per day for 7 days. The cause of the peritonitis was documented as incorrect home care with a note to keep cats away from pd equipment. The patient requested a transfer to in center hemodialysis (ichd). The patient had a tunneled central venous line placed on (B)(6) 2025. The final diagnoses were sepsis, peritonitis, c-diff, hypoglycemia, and diarrhea. The unasyn was discontinued at discharge on (B)(6) 2025 and the patient was started on oral augmentin 125mg daily until (B)(6) 2025. Additionally, the patient was prescribed nystatin oral rinse 5ml 3 times per day for a pending fungal culture. No further information was provided.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient was found on the floor after a seizure by emergency medical service (ems). Upon receipt of the discharge paperwork, it was documented that on (B)(6) 2025, the patient was found on the floor by family foaming at the mouth with altered mental status. 911 was called and the patient was brought to the hospital via ambulance. The patient¿s blood sugar was 28 via finger stick in the ambulance. Emergency medical services (ems) administered 100ml of d10. The patient was last seen with normal status on (B)(6) 2025. The patient attempted to call 911 herself prior to being transported to the hospital. The patient arrived at the emergency room (ER) alert, awake, and oriented x3. The patient was experiencing weakness and was feeling cold. The patient was hypothermic. The patient denied nausea and there were no visual disturbances. The patient reported significant pain with pd treatment on (B)(6) 2025 which prevented her from completing treatment. She was not draining properly. The patient skipped treatments on (B)(6) 2025 due to the drain issues and weakness. The patient¿s nutritional intake was minimal which attributed to the weakness. The patient¿s last insulin injection was 2 days prior to hospital admission. The patient¿s vital signs were blood pressure 155/109, heart rate 70, respirations 20, and spo2 100%. The patient¿s pd catheter site appeared unkempt with a dirty dressing. It was noted that the patient¿s pd catheter has intermittent issues with being clogged and not draining appropriately. The patient was admitted to the hospital with suspected sepsis with a likely source of peritonitis and a differential diagnosis of urinary tract infection or pneumonia. The underwent an EKG which showed normal sinus rhythm with a prominent t wave qtc 489. The patient¿s calcium was low at 8.5 and the patient was administered calcium gluconate (unknown volume). A chest x-ray showed no evidence of acute cardiopulmonary abnormality. Pneumonia was ruled out. The patient¿s white blood cell count was 19.8 with 89% polymorphonuclear cells. The pd culture resulted positive for pasteurella (no species provided). The patient was confirmed to have peritonitis. Additionally, the patient was diagnosed with clostridium difficile (c-diff). The patient was initiated on antibiotics on (B)(6) 2025 with unasyn (route, dose, frequency, and duration not documented). The patient was prescribed oral vancomycin for the c-diff: 125mg capsule 2 caps every 6 hours for 14 days; then 1 cap 3 times per day for 7 days; then 1 cap 2 times per day for 7 days. The cause of the peritonitis was documented as incorrect home care with a note to keep cats away from pd equipment. The patient requested a transfer to in center hemodialysis (ichd). The patient had a tunneled central venous line placed on (B)(6) 2025. The final diagnoses were sepsis, peritonitis, c-diff, hypoglycemia, and diarrhea. The unasyn was discontinued at discharge on (B)(6) 2025 and the patient was started on oral augmentin 125mg daily until (B)(6) 2025. Additionally, the patient was prescribed nystatin oral rinse 5ml 3 times per day for a pending fungal culture. No further information was provided.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty cycler set and the patient event of peritonitis with subsequent sepsis and hospitalization. However, there is no documentation in the complaint file to show a causal relationship between use of the liberty cycler set and the peritonitis with sepsis event. Additionally, there is no allegation of a cycler set defect reported for the event. The patient¿s cultures resulted positive for pasteurella. ¿these organisms should be suspected as an etiological agent if there is a pet at home, even if direct contact between the pet and the equipment was not observed. Moreover, a history of a puncturing animal bite to pd tubing or fluid bags should raise the index of suspicion.¿ there was a report of punctured solution bags at the time when the patient was found. The source of the punctures was unknown, however; the patient does have cats in the room during pd treatments per the hospital notes. Additionally, the patient did not care for the pd catheter site as it was documented to be unkempt with a dirty dressing. Overall, this patient did not have good standards of care and did not have great nutritional intake. The patient had skipped pd treatments for several days prior to hospitalization due to pd catheter draining issues. Additionally, the patient was not following her insulin regimen leading to hypoglycemia. Several events which the patient was responsible for including permitting the household cats into the pd treatment room, led to the hospitalization with diagnoses of sepsis, peritonitis, c-diff, hypoglycemia, and diarrhea. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s hospitalization. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.